Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that the patient's posterior capsule was found to be damaged after using the I/a tip with a flaw during a cataract with intraocular lens implant procedure. Additional information has been requested.

Manufacturer narrative:
One polymer curved I/a tip was returned for evaluation for the report of a burr or flaw that may have resulted in posterior capsule damage. No lot number was identified with this complaint; therefore, a lot history review could not be conducted. A visual inspection was performed and deemed conforming. No flaw, burr, or other visual nonconformance was present with the I/a tip. The complaint evaluation does not confirm the polymer ia tip has nonconforming burr or a flaw. The tip was manufactured to specification. The reason for the posterior capsule damage cannot be determined from this evaluation. The manufacturer internal reference number is: (B)(4).